Event description:
An optometrist reported that a pt presented with significant pain in the left eye three days post prk (photo refractive keratectomy). It was noted that the pt had corneal erosion in the left eye. A bandage contact lens was placed on the eye and the pt will return for a follow up visit at a later date. There are two medical device reports associated with this event. This report is for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).